Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the lead would not deploy the tines and therefore it was slipping. A new lead was opened and used for the case. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to contributed to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. They were asked if the issue occurred out of the box and they responded out of the box. The lead wouldn't stabilize after implanted. They also reported that the cause of this was the tines were not stiff and would not hold.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.